Event description:
The customer reported that their spo2 is reading 100% when it is not on a pt and that they are required to use the datascope passport 2 monitor.

Manufacturer narrative:
The customer reported that their spo2 is reading 100% when it is not on a pt. There was no report of any adverse pt impact resulting from the reported malfunction. It has been confirmed that it is possible to obtain a spo2 numeric for extended periods of time while the spo2 sensor is not attached to a pt. This is a hardware failure which could result in a delay in treatment and be a factor in a serious injury/death. Philips is in the process of obtaining add'l info regarding this issue, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).